Manufacturer narrative:
The investigation determined that discordant non-reactive vitros sars cov 2 antigen (cv2ag) results were obtained from a patient sample when tested using vitros cv2ag lot 0530 on two vitros xt7600 integrated systems. A definitive cause of the event was not determined. Based on acceptable qc results obtained around the time of the event, a vitros cv2ag reagent lot 0530 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag lot 0530. There was no evidence of an instrument malfunction. However, diagnostic precision testing was not conducted on the instruments around the time of the event. Therefore, an instrument issue cannot be ruled out as a contributor to the event. The tsc discussed sample preparation (extraction process) and confirmed they are following directions as documented in the vitros sars-cov-2 antigen instructions for use. Therefore, pre-analytical sample handling and preparation was not a likely contributor to the event. Email address for contact office is (B)(4).

Event description:
The investigation determined that discordant non-reactive vitros sars cov 2 antigen (cv2ag) results were obtained from a patient sample when tested using vitros cv2ag lot 0530 on two vitros xt7600 integrated systems. Vitros cv2ag = non-reactive (0.72, 0.66 s/c) versus expected positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reactive vitros cv2ag results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).